Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017 and (B)(6) 2018. (B)(4). Other: the device has not been returned for evaluation as it has been discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson vision has been submitted.

Event description:
It was reported that tecnis symfony multifocal intraocular lens (model zxr00, +22.5 diopter) was explanted from patient¿s left eye because patient experiencing spider wed, glare around headlights with blur. The lens was replaced with a zct225, 22.5 diopter. Visual acuity post op was 20/16 at intermediate and j2. Patient was doing well. No further information provided.